Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl 1500 mcg/ml for a total dose of 320 mcg/day via an implantable pump. It was reported the patient went to the doctor's office with signs of acute withdrawal. It was unknown what factors may have led or contributed to the issue. It was noted that a catheter dye study was performed. The catheter was patent and dye showed normal flow into cerebrospinal fluid (csf) without any signs of leakage along the path. The pump was refilled and a priming bolus was programmed, however since the catheter length was reported as being unknown, a shorter priming bolus was programmed for safety reasons. The patient was instructed by the hcp to call if the withdrawal persists. The best estimate was noted to be that at the patient's current dose/rate that there may be another 16 hours or so before the priming bolus completes. It was noted that the patient was coming up on replacement. The hcp suggested replacing the entire system to remove the unknown length catheter and replace with an ascenda to rule out any positional kinking, etc. That might be occurring. Due to the shortage and the elective replacement indicator (eri) date of the patient's pump not corresponding with guidance, the hcp will continue to monitor the patient for symptoms of withdrawal and schedule as soon as new pumps are approved. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. It was noted that the issue was not resolved. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported.